Event description:
It was reported that the user received an insulin occlusion alert on an ilet system and experienced hyperglycemia with a blood glucose of 255 mg/dl; the user was advised to change infusion supplies and proceeded to replace the cartridge, connectors, and cannula. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included user-performed troubleshooting and supply change without need for medical intervention. Investigation included a review of the event, user troubleshooting guidance, and assessment for insulin delivery interruption. Investigation of this case revealed an unresolved cause of interrupted insulin delivery consistent with an occlusion alert, with no definitive device malfunction identified. It was concluded that the event was related to hyperglycemia with cause unclear following an occlusion alert, and appropriate user education and corrective action were provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.